Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. Peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with oral cipro (dosage, frequency, and duration not reported) and intravenous amoxicillin (dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date, treatment with cipro and amoxicillin was discontinued and the patient began treatment with intraperitoneal vancomycin (dosage, frequency, and duration not reported) and gentamycin (route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient did not complete the antibiotic therapy as prescribed. Should additional relevant information become available, a supplemental report will be submitted.